Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited unacceptable thresholds, sensing anomaly and impedance measurement anomaly. The lead was not used and a new lead was successfully implanted. The patient's condition was stable post procedure.